Manufacturer narrative:
(B)(4). The cause of the peritonitis and whether the patient received antibiotic treatment for the event was unknown. On unreported dates, extraneal/physioneal therapies were discontinued, the patient's peritoneal dialysis (pd) catheter was removed because the patient had not fully recovered from the peritonitis event and the patient was switched to hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. Extraneal and physioneal therapies remained ongoing. At the time of this report, the patient had not recovered. No additional information is available.